Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.